Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient¿s ilet had a cracked screen that rendered the touchscreen unresponsive, and a replacement was arranged; blood glucose values were reportedly unaffected, the device was deemed no longer water resistant, and the patient was advised to maintain backup therapy. Symptoms included no reported hypoglycemia or hyperglycemia and no injury. Outcomes included continued insulin therapy with contingency planning and replacement of the affected unit. Investigation included review of the event history, collection of device identification, user-provided description, and return and receipt of the original device for evaluation. Investigation of this device revealed a damaged user interface/display consistent with physical damage to the enclosure or screen assembly, with functional uncertainty but preserved cgm data reception and data sync capability. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.